Event description:
Urologix received a medwatch report form from the FDA on 12/05/00 (mw #1019930). No report of the event was received from the hosp where the treatment was performed. The device was not returned to urologix for eval.